Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the flow control valve was not working properly and caused a 30 min surgical delay. The procedure was completed with a backup unit and there were no pt complications reported as a result of this event.